Event description:
Caristo has shown examples of adverse cardiovascular events even in normal coronary arteries by coronary CT angiography, as part of their registries. This can be very concerning for the patient and referring physicians, can cause panic. Company website: www.caristo.com.